Manufacturer narrative:
The adhesive on the distal end cover of the scope was found peeled off or was cracked. The failed leak test was confirmed as the scope was leaking from the instrument channel; channel was inspected and observed a cut on the wall of the channel. There were no signs of fluid invasion. Additionally, the ultrasound image had two broken elements. The scope was repaired and returned to the customer. A review of the scope's repair history shows the scope was last serviced via repair on january 31, 2020, due to a leak at the instrument channel; channel was replaced. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A customer evis exera ii ultrasound gastro-videoscope was returned to the service center due to a report of a "failed leak test" that occurred during reprocessing. Upon inspection and testing, the device was observed to have a adhesive malfunction as the adhesive on the distal end cover was peeled off or was cracked. No patient was affected or harmed.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Since no device was returned to the legal manufacturer the root cause of the distal end light guide cover glue to peel could not be conclusively determined. Based on the physical evaluation, the potential cause of the peeling of glue was could be caused by excessive force applied, e.g. Roughly rubbed, at the time cleaning the device, etc. As stated on the IFU (instruction for use) and as a preventive measure, the IFU provides warning that states, ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor complaints for this device.